Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 431 mg/dl. Customer¿s treated with bolus for high blood glucose. Customer¿s high blood glucose level was 431 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 145 mg/dl. Customer states she was trying to bolus and is getting a no delivery. Vibrates 3 times and then sound the audible alarm. The customer was assisted with troubleshooting. Assisted customer in performing a 5.0 unit fixed prime and insulin exited. Customer states the cannula is not bent. The product was returned for analysis.